Event description:
Information provided several months ago indicated shock impedance measurements were high trending upward. Additional information was later received that the patient had heard tones emitted from their device on occasion. Shock impedances were noted to be highly variable and to have reached out of range levels greater than 125 ohms at times (which was later confirmed to be the cause of the tones due to programmed device behavior). The patient was seen in clinic and a manual shock was administered where the reported impedance was within range. Reproducible noise was also observed on the high voltage portion of the right ventricular (rv) shock channel. As the patient's device was reported to be nearing elective replacement indicator (eri), it was unclear if the patient would undergo a revision procedure prematurely or if their physician would postpone the revision until the device had reached eri. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information is expected this investigation is complete. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy for supraventrentricular tachycardia (svt) and subsequently exhausted therapy. No adverse patient effects were reported.